Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that this report is a duplicate of report number 6000001-2012-12273. All further reporting for this condition will be reported through report number 6000001-2012-12273.